Event description:
It was reported that the user paused insulin delivery, dropped the ilet pump, and subsequently found the device screen cracked and unresponsive, after which they could not resume insulin; the user provided a photo and transitioned to backup therapy while monitoring glucose with a dexcom app. Symptoms included no reported change in blood glucose at the time of the call. Outcomes included continued insulin therapy via backup methods and ongoing cgm monitoring without reported adverse events. Investigation included review of user-provided information and facilitation of device replacement logistics and inspection of the returned device. Investigation of this device revealed a damaged display rendering the device inoperable, consistent with physical damage to the device¿s screen component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.